Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis and high blood glucose. The customer's blood glucose level was at 160 mg/dl in the morning. Her blood glucose level was increased to 496 mg/dl, she received bolus for the same and half an hour later, her blood glucose level was 490 mg/dl. The customer experienced symptoms related to their high blood glucose such as nausea, vomiting, abdominal pain, and difficulty in breathing. She was also positive in ketones test. The customer was not alleging that the insulin pump was under delivering. The customer was put on insulin drip as a treatment for her high blood glucose. The customer was assisted in troubleshooting for high blood glucose and it was reported that the insulin pump passed self test and displacement test. The infusion set cannula was found to be bent. The insulin pump will not be returned for analysis.